Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported in using the er420 to ligate the cystic duct and cystic artery, it was noted that the clips were not fully forming or closing. It had an opening at the crotch of the clip. Another er420 was pulled and it worked well. There was no consequence to the patient.